Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) with stent. The safety lock was in the manufacturing position; as received. The stent was received partially deployed. The stent was deployed 5.5cm outside of the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that premature deployment of stent occurred. Vascular access was obtained from the arm. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified bilateral iliac arteries. After the right iliac artery was treated, a 10x60x120 epic¿ vascular stent was advanced to treat the left iliac artery. However, the stent was found already extended before inserting into the sheath when advanced through a guide wire outside the patient's body. The procedure was completed with another 10x60x120 epic¿ vascular stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that premature deployment of stent occurred. Vascular access was obtained from the arm. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified bilateral iliac arteries. After the right iliac artery was treated, a 10x60x120 epic¿ vascular stent was advanced to treat the left iliac artery. However, the stent was found already extended before inserting into the sheath when advanced through a guide wire outside the patient's body. The procedure was completed with another 10x60x120 epic¿ vascular stent. No patient complications were reported and the patient's status was good.